Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. After a non-bsc guidewire was passed through, a 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres , the balloon ruptured. The device was removed and another of the same device was selected as replacement but similar to the previous balloon, it also ruptured after being inflated at 14 atmospheres. A non-bsc balloon catheter was advanced for dilatation and after placing an eluvia stent, post-dilatation was performed with a 6.0mmx150mmx150cm (4f) sterling balloon catheter, but the balloon ruptured during its first inflation at 12 atmospheres. The procedure was successfully completed with no patient complications reported.